Event description:
It was reported that there was a sudden loss of hearing sensation with the device. Testing showed that the device has malfunctioned. The patient was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.